Event description:
A distributor reported that a customer's pump did not turn on, despite being connected for over two hours with different cables. There was no reported adverse impact on the customer's blood glucose level. No further information was provided.